Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI # : (B)(4).

Event description:
After the case, surgeon obtained an airo scan to confirm electrode placement. After merging to the plan on rosa, the field service engineer (fse) noticed that each trajectory entry point was about 3mm inferior to the planned trajectory. The fse was on site (B)(6) 2019 to confirm robot accuracy with brain accuracy checks and an applicative test. The fse suspects there was some sort of head shift. Patient was positioned in a crw, which was attached to the rosa with the rosa crw adaptor. No head shift was noticed by the fse or surgeon. No patient impact, no delay to case.

Manufacturer narrative:
It was reported that an inaccurate electrodes placement was noted. A DHR review and a complaint history review were performed and did not identify any similar event within the past 12 months. Analysis of available data logs and patients folder identified multiple possible root causes that might have impacted accuracy : the image fusion quality of pre-operative fusion. The registration method and its quality. An undetected head shift after the registration. None of these three hypotheses could be confirmed with available information then, the root cause for the inaccuracy case cannot be determined. Note : the pre-operative and post-operative series were merged using the 'automatic' mode feature, and were not manually adjusted before their validation (no rotation, no translation). Although skull shifts and rotations remain subtle, they might influence the final accuracy of implantations.

Event description:
After the case, surgeon obtained an airo scan to confirm electrode placement. After merging to the plan on rosa, the field service engineer (fse) noticed that each trajectory entry point was about 3mm inferior to the planned trajectory. The fse was on site (B)(6) 2019 to confirm robot accuracy with brain accuracy checks and an applicative test. The fse suspects there was some sort of head shift. Patient was positioned in a crw, which was attached to the rosa with the rosa crw adaptor. No head shift was noticed by the fse or surgeon. No patient impact, no delay to case.